Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012517040); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure using the transcatheter aortic valve evfxplus-29, the valve was deployed at an implant depth of approximately 3-4mm on the non-coronary cusp and 5-6mm on the left coronary cusp. Upon final release, the valve dislodged ventricularly. Dual pressures were performed and showed a 0 gradient, but moderate to severe regurgitation was observed. Post-dilation was performed with a 23 mm non-medtronic balloon, which did not relieve the regurgitation. A second post-dilation with a 24 mm balloon resulted in further ventricular dislodgement of the valve. An aortogram confirmed persistent moderate to severe regurgitation. The depth of implant was identified as a contributing factor. A transcatheter valve-in-valve replacement was performed, with the inflow of the second valve positioned at node 3 to 3.5, resulting in no leak after final deployment and post-procedure hemodynamics. The patient remained stable and was transported to the recovery area. The procedure was delayed by 45-minutes.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure using the transcatheter aortic valve evfxplus-29, the valve was deployed at an implant depth of approximately 3-4mm on the non-coronary cusp and 5-6mm on the left coronary cusp. Upon final release, the valve dislodged ventricularly. Dual pressures were performed and showed a 0 gradient, but moderate to severe regurgitation was observed. Post-dilation was performed with a 23 mm non-medtronic balloon, which did not relieve the regurgitation. A second post-dilation with a 24 mm balloon resulted in further ventricular dislodgement of the valve. An aortogram confirmed persistent moderate to severe regurgitation. The depth of implant was identified as a contributing factor. A transcatheter valve-in-valve replacement was performed, with the inflow of the second valve positioned at node 3 to 3.5, resulting in no leak after final deployment and post-procedure hemodynamics. The patient remained stable and was transported to the recovery area. The procedure was delayed by 45-minutes. Additional information was received indicating that the regurgitation was paravalvular.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction d.4 and h.4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.